Manufacturer narrative:
(B)(4): the patient underwent mesh implantation to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh implantation on (B)(6) 2010, on this day, the findings were ¿ a very minimal cystocele¿, ¿a second degree rectocele¿, and cervix was absent. ¿cystoscopy determined bladder to be normal throughout 360 degrees including dome and trigone.¿

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.